Manufacturer narrative:
The technician replaced the brake bearing, stiffener plate and brake/steer caster to repair the bed.

Event description:
The technician indicated that the casters will not hold in brake mode.